Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s spouse stated the cgm was displaying high and the patient took insulin at 4:00am. The values on the cgm did not go down so the patient took more insulin at 5:00am and then more insulin after the next couple hours due to the high values displaying on the cgm. After the last dose of insulin at 7:00am, the patient felt low and passed out. The patient¿s spouse took the patient to a medical center. When they checked the patient¿s bg it was 55 mg/dl and was given medication to raise his blood sugar level. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. It was reported that the patient used an alternate blood glucose test site. Labeling indicates: when taking a finger stick, it¿s important to do it correctly. Make sure you thoroughly wash and dry your hands right before. And remember: always use your finger, never another site.